Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged the next day with issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.